Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso and vaginal cyst incision. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and vaginal scarring. It was reported that patient underwent laparoscopic repair of ventral hernia with extensive dissection of the suprapubic area for suprapubic anchoring on (B)(6) 2009 due to incisional hernia. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat pelvic organ prolapsed and stress urinary incontinence on (B)(6) 2004 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria.